Event description:
Event description guidant received information that this patient had experienced syncopal episodes and upon interrogation the pacemaker reported five episodes of tachycardia but, the egm's were not able to be viewed. The med person called technical services for assistance in interrogating the device.